Event description:
It was reported that the unit had a ventilator failure during a case. There was no patient injury reported.

Manufacturer narrative:
Unfortunately, there was no logfile available for investigation. Also, the user chose not to involve the draeger service. As reported, the in-house biomed repaired the device. Reportedly the vacuum pump got replaced and a bad connection to the incremental encoder was found and addresses as well. After repair, there were no further issues reported. Since the device is approx. 16 years old, it is likely that the vent fail was caused by wear and tear. However, due to lack of information, a case-specific evaluation was not possible and the exact root cause could not be finally determined. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that the ventilator failure was related to the aspect that the supervisor function of the fabius system detected an issue that forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. H3 other text : device not available for investigation.